Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The article describes a study which compares the vascular response to three different types of drug eluting stents, including endeavor sprint. Approx 19 patients had an endeavor sprint drug eluting stent implanted mainly into the right rca to treat st-segment elevation by mi by pci. At nine months follow-up, thrombus was noted in one patient treated with endeavor sprint. The article states that uncovered and malapposed struts were more frequently observed in sess and pess than in zess suggesting that malapposition may have been observed in zes. It also states the percentage of uncovered and malapposed struts was lowest and the mean neointima thickness and percentage of neointima area were greatest in the zes group.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.